Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 1.3mm ti extended h-plates was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This review was done for lot 6704813, which is the pre-sterilized lot number assigned to this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A device report from synthes (B)(4) reports an event in (B)(6) as follows: the plate was implanted in the patient with right little finger proximal phalanx fracture. After implantation, the patient was back to normal. In a follow-upon november 24, 2013, the plate was found to be broken and the patient experienced very little pain. Revision surgery was scheduled and performed on 5/21/2014, non-union was observed and plate fixation was done again. This report is 1 of 1 for (B)(4).